Event description:
Rn reported pt experienced a transfer leak in the twist clamp area. The transfer set had been in use for 3 weeks. The pt received a transfer set change. No medical intervention was initiated as the pt was currently on antibiotic therapy for an alternate issue. No pt injury was reported per rn.